Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 1058196-2010-00368 and # 1058196-2010-00369.

Event description:
The report received from the affiliate indicated that during a coil embolization, the physician experienced some resistance/friction during advancement of the trufill dcs orbit mini complex fill 3 x 6 coil through the prowler 10 dmb f shape micro-catheter. The physician then removed the coil successfully from the patient and upon inspection the coil was noted to be unraveled/stretched. The physician then used another coil which went smoothly. The prowler micro-catheter was noted to be kinked/bent upon inspection of the product after removal from the patient. The target lesion was reported to be an aneurysm of the mid cerebral artery (mca). The vessel approaching the target lesion was reported to be tortuous. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
It was reported that the trufill dcs orbit mini complex fill 3 x 6 coil couldn't go through the noncordis sl10 microcatheter in the tortuous vessel to the middle cerebral artery (mca) aneurysm. A slight resistance was felt when it was pushed. The decision was made to change the coil and it was found to be stretched upon removal. The device was changed to another unknown coil, which went through smoothly. It was reported that there was not any operator error. In the same procedure after the coiling case, during an embolization of the feeding nidus of an arteriovenous malformation at an unknown location, strong resistance was felt when attempting to use an unknown embolization material through a prowler 10 dual marker band f shaped microcatheter. When the microcatheter was pulled back, it was found to be kinked. There was no patient injury. No additional information was received in response to multiple investigative attempts. (B)(4): the product was returned for inspection. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received partially zipped. The support coil was found with no damage and part of it was received outside of the introducer. Part of the support coil, gripper and embolic coil were inside of the introducer. Residues of dry blood were observed inside of the introducer. The gripper presented no damages, the embolic coil was still attached to the gripper and it was found stretched. The gripper and the embolic coil were inspected under microscope. The gripper was found with no damage and the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Functional testing for resistance/friction could not be performed due to the condition of the returned device; however, the dimensions were within specification. The reported unraveled stretched coil was confirmed. The residues of dried blood inside of the introducer may be an indication of inadequate maintenance of a continuous flush as outlined in the instructions for use. Procedural factors including device interaction and the tortuous vessel characteristics may have contributed to the reported event. Although the root cause of the reported event could not be determined; there is no indication of a relationship to the manufacturing process. Inspections are in place to prevent this type of failure from leaving the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 1058196-2010-00368 and # 1058196-2010-00369.